Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, cracked case near display window corners, cracked reservoir noted during visual inspection. Motor error alarm during rewind due to corroded motor home switch. Unable to performed displacement test due to motor error alarms.

Event description:
Customer's husband reported hospitalization due to low blood glucose. The insulin pump alarmed motor error. Caller stated that his wife passed out due to low blood glucose. Caller stated that his wife also had high blood glucose due no delivery alarms. The sensor has a hairline crack. The blood glucose at the time of the event was 23 mg/dl. He gave his wife a glucagon shot. Customer was transported to hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.